Event description:
During a routine urologic procedure which included removal of a left percutaneous internal/external nephroureteral (pcnu) stent, a black string (used to remove the stent) remained in the kidney as it was adhered to the wall. Multiple attempts were made to remove the string. The decision was made to remove the string during a subsequent procedure.